Event description:
It was reported that during a thoracotomy procedure, the stapler with green reload cut, but did not staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? What other color cartridges were used before this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue?